Manufacturer narrative:
(B)(4).

Event description:
The consumer reported the patient hadn't gone to the bathroom in four days beginning (B)(6) 2015. The patient could not feel stimulation. It was noted the patient had been on 1.7 volts since (B)(6). The caller increased the patient's stimulation to 2.1 volts and she said she felt it better. After the patient sat down for a few minutes, she couldn't feel it. The patient only had one program. The caller increased stimulation to 2.5 volts. The patient's indication for use was urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. No outcome and interventions were provided with this event. Further follow up is being conducted to obtain this information. If new information is received, a supplemental report will be sent.

Event description:
Additional information received from the consumer reported that the patient's family member contacted the patient's health care provider (hcp) on (B)(4) 2016 and someone from the manufacturer representative was supposed to call them back, but no one did.